Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 100 mcg/day (starting dose) via an implantable pump for intractable spasticity and cerebral palsy. It was initially reported that the patient had a baclofen pump revision scheduled regarding end of battery life. Malfunction and a possible catheter fracture were further noted. The catheter fracture was identified via x-ray. The catheter level was t6-8. Additional information was to be provided after surgery with findings. On 2016-06-21 a company representative reported that the catheter revision was performed on (B)(6) 2016. The patient's catheter was explanted and a new catheter was placed with location approximately at t6. It was noted that the physician did not indicate if he found anything wrong with the old catheter. It was further clarified that the pump was also explanted and replaced at the same time prophylactically as it was about 5 years old. There was no malfunction suspected with the pump at the time of surgery. None of the explanted products were to be returned to the manufacturer. No patient symptom was reported. The patient's medical history included allergy to coconut oil / all coconut products; reactions included rash and swelling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.